Manufacturer narrative:
Since the original report was filed, the investigation has concluded. When the pump was being advanced over the aortic arch and became kinked, and it was unable to be un-kinked. The pump was surgically removed from the patient. The product was not returned for analysis from the EU. The patient had no underlying anatomy that prompted the kink or surgical removal. The event was thought to be due the excessive force asserted by the operating physician. The force caused the cannula to kink. The failure mode will be monitored and trended.

Manufacturer narrative:
The customer in the (B)(6) has not yet returned the product for analysis. Clinical details have not yet been shared regarding the anatomy and what was done to the vessel in the surgical removal of the impella pump. A final report will be filed when more clinical details and product analysis is completed.

Event description:
A patient in (B)(6) was admitted for a high risk coronary angioplasty with planned impella 2.5 hemodynamic support. The medical team attempted to place the impella to the patient's left ventricle when the pump became kinked while in the aorta, and was unable to pass through the valve. The team was unable to retract the pump and had to call for a surgical removal of the impella pump. The impella pump placement was aborted.